Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level that required ems assistance. Blood glucose level at the time of the incident was 60 mg/dl and was treated with food, sugar and orange juice. Customer was not wearing the insulin pump less than 48 hours prior to the event. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.